Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly experienced an alarm indicating a blockage in the insulin flow of their infusion set. The obstruction was located in the tubing. Patient replaced infusion set and resumed insulin successfully. No further information available.